Event description:
Implant used to replace missing #31. After 2 months, pt experienced pain, inflammation, and minimal bone loss. Implant did not integrate due to lack of placing at proper depth, which would have stabilized implant and supported proper integration. User error caused event, but implant contributed to pt's condition.